Manufacturer narrative:
The tech determined that the bed had a drifting of the hi/low. After troubleshooting the bed, ordered the parts and installed, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The bed's hi/low was drifting downward.